Event description:
Broach became stuck in pt, and it took 45 minutes to extract it. The femur eventually fractures. Total surgical delay was 3 hours.

Manufacturer narrative:
Examination of the returned broach confirms the instrument has sustained gross damage; the tip of the broach has been blunted, consistent with impaction. Although, functionally the broach mates and disengages from the broach handle as intended. The instrument was checked with calibrated overlays and optical comparators and was found to be dimensionally within specifications in both medial/lateral and anterior/posterior views. The root cause is attributed to misuse. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.